Event description:
It was reported from the patient that she is still having increase in seizures despite having a full replacement in (B)(6) 2017. The patient's physician stated that they have not seen the patient since (B)(6) 2017. During that visit, he did adjust her settings but did not have documentation of diagnostics taken but there were no noted issues at that time. He has not heard from her since in terms of this report of increase in seizures. He did mention she is a difficult patient with documented epileptic and non-epileptic seizures and has been on several medications. Therefore, the event may just be due to her multifactorial and difficult disease state. Since the patient has not been seen since he did not have any more information to add.

Event description:
Further information was provided that the patient is sick of extra attacks, likely more seizures, and she can¿t do the things she wants. She states she was in the hospital the week prior due to these attacks and they gave her a shot. No additional or relevant information has been received to date.